Event description:
It was reported that an obvious decline in the patient's auditory performance was noticed by the guardians on (B)(6), 2011. A history of head trauma was denied and problems of external parts were excluded. Testing carried out on (B)(6), 2011 shows electrode channels 1, 2, 3, 4, 5, 6, 7, 8, 9, and 12 in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.